Event description:
The instrument reportedly generated a was422 and di3312 error message and the modules locked up. The user noted a burning smell prior to the error message and module failure. No death or serious injury was associated with this incident.